Event description:
Pt went home and called the distributor a day later, reporting pt pain was not being controlled and the [device] to be emptying. The distributor went out to assess the situation and he observed the cassette was hooked up backwards. The distributor also reported that the surgery center had not been in-serviced on the product. There were no reports of any adverse pt events associated with this malfunction.